Manufacturer narrative:
No samples or photos were returned for investigation. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc blood leaks out of control plug it was reported by customer that the cathena blood control not working. Allowing for blood return upon placing IV catheter. Verbatim: cathena blood control not working. Allowing for blood return upon placing IV catheter. Bd rep response on 04-apr-2025. For (B)(4): 1. In (B)(4), the lot number was mentioned as 4234645, but the attached product image shows the additional lot number as 4237744. Could you please confirm which lot is experiencing the reported issue, or if both are affected? Additionally, please provide the date of the event in the format (mm-dd-yyyy). Both lot numbers are affected 03-23-2025. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? (B)(4). Customer response on 07-apr-2025. For (B)(4): 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Bd rep response on 11-apr-2025 we actually do not have samples of the affected product to send back at this time.